Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored signal artifact monitor (sam). There were three episodes of mediated tachycardia (pmt), which was terminated by the pmt algorithm. Technical services provided the healthcare professional with programming options. This pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored signal artifact monitor (sam). There were three episodes of mediated tachycardia (pmt), which was terminated by the pmt algorithm. Technical services provided the healthcare professional with programming options. This pacemaker remains in service and there were no adverse patient effects reported.